Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint reported: ¿simultaneous deployment¿. The report said it was found during the procedure. The complaint listed: ¿meniscus repair¿ procedure. There are no t¿s returned. There is no suture returned. The device shows no damage. Typically simultaneous deployment presents a bent or twisted device. This device does not show any cause for malfunction. It cycles and actuates as intended. No root cause related to the manufacturing process can be established.

Event description:
It was reported that the fast fix 360 curved had both t1 and t2 deploy at the same time. No patient injury was reported.